Manufacturer narrative:
(B)(4). Unit alarmed this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to pt his alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm. The customer stated they were able to clear the alarm and to complete the rewind process. Customer stated the insulin pump was not exposed to high magnetic field. Customer stated the displacement test was performed and test was passed successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.